Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a delaminated downstream occlusion (dso) seal as well as an air detector sensor that was detached from the chassis. The dso seal and air detector were replaced to fix the issue.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the air sensor and downstream occlusion seal were not fully attached to the device and can be lifted up with little force. There was no patient involvement.